Event description:
It was reported that insulin gauge on pump did not accurately display amount of insulin in cartridge, as display showed more than 80 units regardless of how much insulin was actually present, causing patient to feel pump could not be trusted. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was out of warranty and in process of obtaining new device, and serial number was not confirmed with technical support.